Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. A DHR review is not required as the lot number is unknown. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that as a result of having the bard mesh adjust vaginal bladder sling implanted, the patient had experienced chronic infection and fistula formation. No other device or accessory involved. The adjust single incision mini-tape inserted with hysteroscopy, d&c, insertion of mirena coil. They were planned for removal of tape. Per customer response received on 24oct2024, they were unable to obtain the original operation note for this procedure, which was done on 23-dec-2009 and so the catalogue number and lot number are not available. Also, it was stated that the patient had a chronic fistula which appeared to be related to an infection or exposure of the mesh and planned for removal of the mesh, but the procedure has not yet been performed.